Event description:
During a procedure the pt had a labile blood pressure requiring a dopamine infusion. At approximately 21:38, the dopamine infusion was able to be titrated down. The alaris infusion pump was turned off at 21:45. Pt's blood pressure remained elevated. At 22:10 the staff noticed the dopamine was still dripping despite the alaris pump being powered off. Clamp was applied to the tubing and the dopamine was disconnected from the pt at 22:10.